Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the ipg was unable to communicate with external devices. Patient has not used the stimulator since (B)(6) 2018 and the ipg was confirmed inoperable. Surgical intervention may be pending.

Event description:
Further follow-up indicates the patient had their ipg explanted and replaced. Effective therapy has been restored.